Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in an MRI investigation of soft tissue in tha study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2004. Post-operative monitoring and testing revealed abnormalities of the peri-prosthetic soft tissue, mild osteolysis, 3cm subcutaneous lesion, solid mass superior lateral to greater trochanter, and the presence of a peri-prosthetic fluid collection in the posterior lateral quadrant. The fluid measured 10.7 x 31.5 x 6.6 x 0.0 mm. These findings were discovered due to follow up testing. Patient further reported pain and limping. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in an MRI investigation of soft tissue in tha study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2004. Post-operative monitoring and testing revealed abnormalities of the peri-prosthetic soft tissue, mild osteolysis, 3cm subcutaneous lesion, solid mass superior lateral to greater trochanter, and the presence of a peri-prosthetic fluid collection in the posterior lateral quadrant. The fluid measured 10.7 x 31.5 x 6.6 x 0.0 mm. These findings were discovered due to follow up testing; there were no symptoms reported by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: possible adverse effects states, "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant."